Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the cdh25 instrument would not remove after fire. The tissue was excised to remove the instrument. Another instrument was used to complete the case.